Event description:
Procedure: wedge resection. According to the reporter: after mobilization and after the first squeezing, the instrument could not be fired again. Then the surgeon changed to another new cartridge and experienced the same problem. When he changed to the third cartridge, the cartridge "flipped up" and some noise was noted. The surgery was converted to open. There was no problem with staple formation and nothing broke off the sulu.

Manufacturer narrative:
Initial report sent to FDA on 09/11/2009.